Event description:
It was reported that the device failed downstream occlusion calibration. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the damaged dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.